Event description:
It was reported that the patient was transplanted. Additional information revealed the patient was upgraded to status 2 on the transplant list due to impending pump failure with continuous driveline fault due to suspected phase degradation.

Manufacturer narrative:
The driveline faults were initially reported in MFR report #2916596-2021-06242. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a3: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported driveline fault events. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and the distal portion was not returned. The inlet tube was returned attached to the flex section, which was attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft and outflow graft bend relief were returned attached to the outflow graft attachment with the bend relief collar secured over it. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. During removal of the silicone jacket, the bionate and braided shield were stuck inside and came off all at once. The black wire fractured completely adjacent to the pump housing and came off stuck inside these layers. Electrical continuity testing of the replaced driveline was conducted, and all wires except for the black wire were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The bionate cover and metal braided shield showed no signs of damage. Microscopic and visual inspection of the remaining wires revealed no evidence of damage. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of the remaining wires¿ insulation. No additional breaches were found in the remaining wires. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms the heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30mar2016. No further information was provided. The manufacturer is closing the file on this event.